Manufacturer narrative:
Based on the available information, the cause of the reported incident of vessel injury and subsequent bleeding that occurred during dissection of a very large tumor, thus required the planned robotic-assisted partial nephrectomy procedure to be converted to an open surgical procedure was due to the complexity of the case and the advanced pathology that was impossible to control even with using assisted hand. No specific product issue was alleged. Also, per the crc, the mcs instrument is not available for return to isi for evaluation. No image and/or video was provided to isi for review. This event is being reported due to the following conclusion: the patient reportedly experienced a vessel injury and subsequent bleeding that occurred during dissection of a very large and deep tumor with adhesions. In this case, the root cause of the reported incident appeared to be related to the complexity of the case and advanced pathology that was impossible to control even with using assisted hand. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Should additional information become available, a supplemental MDR will be submitted. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, bleeding occurred and could not be stopped after a vessel was injured. Available information indicated that the vessel injury and bleeding occurred during dissection of the back of a large tumor. Since the tumor was described as a ¿very large and attached¿, the surgeon elected to convert to open surgery to control the bleeding. In this case, the surgeon/site does not believe the monopolar curved scissors (mcs) instrument or any other da vinci product caused/contributed to the reported vessel injury and subsequent bleeding. Although the vessel did require repair via open surgery and blood transfusions were administered, it was noted that the surgery conversion was made due to the complexity of the case and advanced pathology. It was further explained that the posterior part of the tumor was very deep and with adhesions. There is no evidence or allegation that a malfunction of an isi system, instrument or accessory occurred.